Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had a MRI. The MRI was done because the patient was having leg pain. The patient reported they can't move their legs and the function of their legs is so bad they feel like they aren't getting any medication. The increased pain started in (B)(6) 2019. The patient was hospitalized but they don't handle the pump there. The patient would follow up with their healthcare provider. No further complications were reported.